Manufacturer narrative:
Additional suspect medical device components involved in the event: model: 101-9812, serial/lot: unknown, description: superion ids 12mm.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. The devices were disposed of by the facility and will not be returned for evaluation.